Event description:
Additional information received reported that a device interrogation was attempted in the physician's office on (B)(6) 2012 utilizing the clinician programmer. The reporter stated that the synchronization could not be completed, which indicated a depleted implantable neurostimulator. It was reported that the patient requested a replacement of the device, which was scheduled for (B)(6) 2013. A follow-up report will be made if additional information becomes available.

Event description:
The patient was doing fine following device replacement surgery. It is unknown if the device will be returned to the device manufacturer.

Event description:
It was reported there were telemetry issues with or without the antenna. It was also noted there were antenna jack problems. It was later reported the patient was still not able to make adjustments both with or without the antenna attached while using the replacement patient programmer. It was noted they believed "the issue was with the implantable neurostimulator (ins)." The patient notified their health care provider (hcp) and the hcp said "they do not know anything about the inner workings of the ins." Follow up reported no diagnostic tests were done but reprogramming was scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v289338, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).